Event description:
The reporter stated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens in 2007 in the patient's left eye (os). The lens was explanted in 2008 due to excessive vaulting. Subsequently, the patient experienced narrowing of the angle and shallowing of the anterior chamber. An iridectomy was performed. The lens was exchanged for a shorter lens.